Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the transparent retention ring at the reservoir compartment fell off. Customer's blood glucose was unknown at the time of incident. No further details given.

Manufacturer narrative:
We were unable to perform the displacement test and occlusion test due to missing retainer. The device was received with missing reservoir tube o-ring, fading serial number label and pillowing keypad overlay.